Event description:
The case was a right and left heart cath on an obese pt who was previously on coumadin. Access was difficult in the right femoral vein, but was successful without puncturing the femoral artery. Access was successful in the right artery utilizing a 5fr maximum act daig sheath. The coronary angiogram showed a 40% left anterior descending artery lesion, but otherwise normal. A right femoral angiogram was performed on this pt prior to deployment. The angiogram was taken in two views, and looked fine for deployment. The physician is certified with the 8f device and is in the process of becoming a certified user of the 6f device. A co rep instructed the physician on the proper deployment technique and the device was deployed without any clinical complications. Hemostasis was achieved at the puncture site with only slight subcutaneous oozing, which subsided quickly. The pt was taken to the cardiac cath lab recovery room where venous hemostasis was achieved. Pt transferred to the room in stable condition. Approx one hour post procedure the pt presented with hypotension, bradycardia, and flank pain. Upon examination the pt was transferred to CT where a retroperitoneal bleed was noted; and pt was transferred to the or emergently for an exploration of the right groin. The vascular surgeon noted that blood was leaking between the angio-seal anchor and collagen. Md did not remove the angio-seal device; however, md sutured around the anchor and collagen to close the arteriotomy and provide hemostasis. The vascular surgeon stated that the puncture was slightly above the inguinal ligament and was anterior lateral on the artery.